Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. H6: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), dissection. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, the patient underwent emergency endovascular treatment for a type b aortic dissection using the gore® tag® conformable thoracic stent graft with active control system (ctag), along with additional non-gore devices. On an unknown date in 2025, a follow-up examination revealed an enlargement of the false lumen and a stent-induced new entry (sine) at the distal end of the ctag. On (B)(6) 2025, the patient underwent a reintervention. After embolization of the celiac artery, an additional ctag was placed just above the superior mesenteric artery. A gore® viabahn® vbx balloon expandable endoprosthesis (vbx) was deployed at the entry tear in the right renal artery. Attending physician¿s opinion: the false lumen suddenly expanded in 2025, indicating that a distal sine occurred at that time.